Event description:
It was reported that this pacemaker system recorded alerts for atrial tachy response and ventricular tachycardia. Technical services (ts) was consulted and upon review it was noted that noise oversensing was present in both channels during these episodes. Ts noted electrocautery as the source of the noise with pacing inhibition lasting 3.5 seconds and unable to confirm intrinsic rhythm through the noise. Ts confirmed recent electrogram (egm) showed no noise present on the system. No additional adverse patient effects were reported. This device remains in service.